Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system, which was implanted in a pacer dependent patient, exhibited long pauses with intermittent capture at 5.0 volts at 1.0 milliseconds. Lead impedance measurements were reportedly within acceptable limits. An invasive procedure was performed, and the right ventricular (rv) lead had a potential fracture and was capped and replaced. The device was explanted and replaced. No further complications were observed.